Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for a kinked and unwound guide wire was confirmed. The customer returned two pictures of the damaged components. The pictures were a chest x-ray and a photo of the guide wire. The x ray showed the device inside the patient and it looks kinked. The picture of the guide wire confirmed the wire was unraveled but no other information could be determined since the photo was not clear and did not contain the entire wire. No further evaluation could be made from the returned pictures. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that the use of excessive force during removal could damage or break the wire and cautions not to withdraw the guide wi re against the needle bevel to minimize damaging the guide wire. A device history record review on did not reveal any manufacturing related issues. The probable cause of the guide wire and catheter resistance that resulted in an unraveled guide wire could not be determined based upon the information provided and without a sample. No further actions.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion/removal of the guide wire in the ICU, the guide wire kinked and unwound. As a result, both the guide wire and catheter were removed. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.